Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was neither air nor water at the output of endoscope observed due to a clogged nozzle. In addition, it was noted the bending section glue peeled off and the plastic distal end cover had scratches. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the auxiliary water supply had issues. There were no reports of patient harm associated with this event. Upon inspection and testing of the returned device, foreign matter was discovered clogging the nozzle. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of insufficient or incorrect reprocessing of the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material in the nozzle was unable to be identified. The following is included in the reprocessing manual: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ the following is included in the operation manual: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.